Event description:
Same case as: 2134265-2015-00816, 2134265-2015-01140 and 2134265-2015-00890. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view the target lesion. During a percutaneous coronary intervention (pci) procedure, it was noted that the automatic pullback was unsuccessful. The physician requested a new sled to continue the case; however, the same problem persisted. The physician decided to use another motor drive unit (mdu) 5 plus to continue the procedure. The automatic pullback run was then successful and the case was completed. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed with another of the same sled.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that no damages were found on the returned pullback sled. The sled was able to properly pull back and performed within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-00816, 2134265-2015-01140 and 2134265-2015-00890. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view the target lesion. During a percutaneous coronary intervention (pci) procedure, it was noted that the automatic pullback was unsuccessful. The physician requested a new sled to continue the case; however, the same problem persisted. The physician decided to use another motor drive unit (mdu) 5 plus to continue the procedure. The automatic pullback run was then successful and the case was completed. No patient complications were reported and the patient's condition is stable. It was further reported that the procedure was completed with another of the same sled.